Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown. Additional product code: hrs. Not implanted or explanted, no patient involvement. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number, the device history record review could not be requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection on (B)(6) 2018, the variable angle (va) locking screw was noted as bent. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. Visual inspection shows that the implant is bent inward about 1/3 third of the way down from the proximal end. The balance of the device is in worn condition. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: outer diameter: ø 2.70 max; min of ø 2.10 +0/-0.10 with the thread pitch 0.30 (x2) and a surface profile of 0.1 mm leads to a range of 2.50 ¿ 2.70 mm. Measured dimensions: outer diameter: ø 2.63 mm; conforming, device used: ca215p. A review of the current design drawing was performed. While no definitive root cause could be determined it is possible that any unintended forces encountered by the device during usage or handling could have contributed to complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.